Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 24 and 36 hours on their abdomen. Information on treatment was not provided. The device was originally reported for alarming during operation.

Manufacturer narrative:
The pod arrived fully deployed. A timeout was observed in conjunction with an 0x44 alarm, indicating sma (shape memory alloy) wire 1 is open. The rear sma wire was observed to be broken at the pulley, which is confirmed as the cause of the reported alarm. The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. The cannula damage is independent of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.